Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that x-rays are not working. After reviewing the log file fse found there is a malfunction in geometry hardware. The fse found that issue is due to dirty ceiling rail. Fse cleaned the longitudinal ceiling rail and reset the geometry. After cleaning the longitudinal ceiling rail, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.